Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The lot number of the cartridge was not provided by the customer. No adverse event was reported. The cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.